Manufacturer narrative:
The system was serviced in the field and failed testing due to multiple artifacts being found on the 2d and 3d images. The images were not classic ring artifacts. It was found that there were two separate receptor files in the mobile viewing station file. The receptor file not associated with the image acquisition station drive was removed. There were no unmapped pixels. Gain calibrations were done and image quality was verified. The failure was resolved. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that there was a metal ring artifact on the scan. It was confirmed that they had recently performed their rad and fluoro gain calibrations. They decided to still use the exam for the procedure with the ring artifact. There was no delay to the procedure and no impact to the patient.